Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits minimum signs of usage with mild devitrification and very mild detritus adhesion at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not aiming forward; no failure was found. Probable root cause: based on the results of the investigation, the product complaint of "aiming beam shooting straight out of the fiber" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, @ 33886 joules of use; 5:5 minutes, the "fiber aiming beam shooting straight out of fiber". The fiber was exchanged. The procedure was completed with the use of the second fiber. "No harm to patient" reported.

Manufacturer narrative:
(B)(4).